Event description:
An eye care practitioner reported that a patient experienced severe pain, tearing & hyperemia in their left eye after more than 48 hours of wearing focus dailies contact lenses. Diagnosis: para-central corneal abscess. Treatment: hospitalization, eyewash (collyre tgu)administered, culture and/or scraping performed (no results provided). Pre-event acuity os 10/10, current acuity unknown. Requests have been made for additional patient and lot information. No further information has been provided at the time of this report.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion, "this case is considered as an infectious corneal ulcer." As there was no product or lot number provided, no detailed investigation can be performed.